Event description:
Device 2 of 2: reference MFR report # 1627487-2012-00391. It was reported the pt (B)(6) recently underwent a revision to reposition the ipg. During the procedure, excessive twisting of the lead was found. The lead was unwound and a diagnostic test revealed high impedance measurements for several contacts. Reprogramming using the functioning contacts provided adequate therapy relief for the pt and the procedure was concluded with the relocation of the ipg pocket to the upper chest. Now the pt reports loss of adequate simulation and the inability to increase the amplitude on 4 of his 5 programs. Effective stimulation was recaptured for the pt following reprogramming. There are no immediate plans for surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.